Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer¿s infusion sets would disconnect. She stated that the customer would take them off when showering and that they would not reconnect. He believed that this caused his blood glucose to elevate. His blood glucose was 490 mg/dl. The customer had already removed the infusion set and a new one seemed to resolve the issue. He was offered troubleshooting for his high blood glucose but declined because knew it was caused by the infusion set. The infusion set will be returning for analysis. The insulin pump will not be returning for analysis.